Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred frequently between (b)(6) 2026. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 at approximately 11:30 PM through (b)(6) 2026 at approximately 6:00 AM, the CGM intermittently displayed "LOW" glucose readings. During this period, the patient experienced lethargy, thirst, and blurred vision. While the CGM and insulin pump were displaying "LOW" glucose values, BG meter readings were reportedly greater than 500 mg/dL, and at times displayed as "HIGH" on the insulin pump. The patient reported that insulin was not being delivered via the insulin pump during this time. In response, the patient self-administered 12 units of Humalog via injection at approximately 6:00 AM on (b)(6) 2026. At approximately 10:15 AM on the same day, the patient administered an additional 10 units of insulin through the insulin pump. Concurrently, a BG measurement was obtained and reportedly measured 487 mg/dL, while the sensor continued to display "LOW." The patient discontinued the sensor session at approximately 10:15 AM on (b)(6) 2026 and presented to the emergency department at approximately 10:40 AM the same day. Upon arrival, the patient was no longer wearing the sensor. The patient was evaluated and discharged from the emergency department the same day, with a reported length of stay of less than 24 hours and no hospital admission. At the time of the report, the patient stated that she was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator when CGM was showing "low" between (b)(6) 2026. The reported glucose values fall within the D zone of the Parkes Error Grid on (b)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.